Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: vent setup to deliver 100% oxygen and 70l flow. High flow nasal therapy commenced and ensured oxygen was delivering 100%. After a couple of minutes on the high flow nasal cannula, it was noticed that the c1 was alarming low oxygen supply and the patient's spo2 levels began to drop. Alternative pipeline oxygen supply was then connected but spo2 levels remained low, therefore the clinicians decided to use an alternative device. No health impact or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: vent setup to deliver 100% oxygen and 70l flow. High flow nasal therapy commenced and ensured oxygen was delivering 100%. After a couple of minutes on the high flow nasal cannula, it was noticed that the c1 was alarming low oxygen supply and the patient's spo2 levels began to drop. Alternative pipeline oxygen supply was then connected but spo2 levels remained low, therefore the clinicians decided to use an alternative device. No health impact or consequences.

Event description:
The following was reported to hamilton medical ag: vent setup to deliver 100% oxygen and 70l flow. High flow nasal therapy commenced and ensured oxygen was delivering 100%. After a couple of minutes on the high flow nasal cannula, it was noticed that the c1 was alarming low oxygen supply and the patient's spo2 levels began to drop. Alternative pipeline oxygen supply was then connected but spo2 levels remained low, therefore the clinicians decided to use an alternative device. No health impact or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Follow-up 2: investigation result: no patient, user or third party harm was reported. Log files have not been received and the device was not returned for investigation at hamilton medical ag. However, hamilton trained, on-site medical engineers carried out performance verification tests, as detailed in the service manual, but were unable to replicate the fault. The device functioned as intended. The root-cause cannot be determined.